Event description:
Pt stating that last month his curlin pump had some type of error or malfunction that prevented home health rn from using the pump and had to use gravity. Could not perform troubleshooting with pt or determine the cause since home health rn is not there and infusion is due tomorrow. Pt requested a new pump and pj since infusion is tomorrow, we are to ship one. No missed doses reported, no adverse events, device available for investigation upon return. Serial number unknown.